Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Reason for revision: pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision - bi-lateral. Left asr xl acetabular system, see update. Reason for revision: pain. Update: revision date received on 30 may 2012. Update from (B)(6) email 13th june 2012: date of revision altered. Update received: 14th november 2013 - added hospital: (B)(6) hospital and cross referenced. Bi-lateral patient - please see (B)(4) for right side revision. Update- added scf, amended implant date and revision date, amended hip side, added additional hospital, added additional reasons for revision, filed out all mw fields. Taken from claimsuite and surgeon form dated (B)(6) 2014. Hip side is right for this complaint not left as previously stated. For left side see (B)(4). Reason(s) for revision: noise, raised ion levels.